Event description:
One pt sample with discrepant pth results. Initial result gave 35.79 mg/ml; repeat gave 104.9 pg/ml. Erroneous result reported. The field service representative determined the cause of the discrepancy was due to a misadjusted sample needle, and adjusted and aligned the s/r needle. Performance tests were performed.